Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the stimulator seemed to change itself. The patient had their best day in a year after a week of having the implant. The patient had no pain and had a great night of sleep. The patient noticed the day of the report he stopped getting the buzzing sensation and as the day went on the buzz went away and he did not feel stimulation. The patient had to take a medication because of the pain. The patient stopped stimulation at .70v and backed it down. He stated the last time he messed with it he was home alone and had it to ¿110¿ and he couldn¿t get the antenna over the implant and had an interesting evening. The patient did feel stimulation the morning of the report. When he got up and moved around/messed with it and turned it up to .80v it was too strong. He backed it down. The patient wanted to know if it was normal to have to "bump" the stimulation up. The patient stated the machine was not set up and planned to wait for a month to set the programs up. The incision area was not red or sensitive but he had pain when he rolled in bed. It was further reported that the patient woke up and had pain and tightness in his chest and both arms. The patient stated he was not having a heart attack. He turned down his stimulation, went back to sleep and was fine. Additional information was requested, if received, a follow up report will be sent.